Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's charger was not able to link with the ipg and she was having difficulty charging the ipg. The patient underwent a revision procedure wherein the pocket site was revised. The patient was doing well postoperatively.